Event description:
During preventative maintenance of the device, the field service representative reported that to turn the level sensor off, the switch had to be pressed approximately 8 seconds. Since the event occurred during preventative maintenance, there was no patient involvement during this event.